Manufacturer narrative:
.

Event description:
A report was received that the tip of the lead was broken and a contact fell off that was left inside the patient's body during the trial procedure. The patient was referred to another physician for a possible removal of contacts during a permanent implant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action regarding the permanent implant and the lead contact that was left in the patient¿s body. Sc-2316-50e (sn (B)(4)) device evaluation indicated that the lead passed photographic imaging tests performed. The complaint was confirmed. Visual inspection revealed distal end tip was fractured and electrode #1 was not returned. Review of the device history record revealed no anomalies when the lead was manufactured. The root cause of the damage is unknown.

Event description:
A report was received that the tip of the lead was broken and a contact fell off that was left inside the patient's body during the trial procedure. The patient was referred to another physician for a possible removal of contacts during a permanent implant procedure.